Event description:
Customer reported she was delivering a bolus and the number started ramping. Customer took the battery out and the device was still not working. Customer's blood glucose was 258 mg/dl, treated with the device was attempting to deliver more insulin when issue occurred. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons functioned properly. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.